Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was removed and 4.5cm cuff was replaced with 4.0cm cuff. No further patient complications were reported.